Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624100, 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included asthma, thyroidectomy and multiparous. Ethnicity - african american. Concurrent conditions included morbid obesity, hypothyroidism, childhood asthma, chronic lumbago and iron deficiency anemia. Concomitant products included doxycycline, ferrous sulfate, levothyroxine sodium, metronidazole (flagyl) and paracetamol (acetaminophen) since (B)(6) 2007. In 2007, the patient experienced depression ("depression"), 9 years 7 months after insertion of essure (ess205). In 2007, the patient experienced anxiety ("mental anguish"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anaemia ("anemia"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, back pain, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She received treatment or abnormal bleeding. Insertion details- one coil on left side and one coil on right side. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia". Lot numbers and exp/MFR dates: 621800 oct 2008 / nov 2006, 624100 mar 2009 / apr 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, race, medical history, insertion details and concomitant drugs were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.